Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42 on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the faulty pump, and the customer will continue to use their current pump as backup therapy.